Event description:
It was reported by (B)(6) that after surgery, during sterilization, it was observed that the triggers were jammed on the battery handpiece device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the trigger/slider was broken on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.